Event description:
It was reported that during an implant procedure, the patient's right ventricular (rv) lead was found to be unable to be inserted into the guidewire and was also difficult to remove from the guidewire. The rv lead was not used and another rv lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of stylet insertion/removal issue was not confirmed. As received, a complete lead was returned in one piece with the stylet found inserted inside the lead and easily removed. The stylet insertion test found the stylet was able to be fully inserted inside the lead and removed without restriction or difficulties. Visual and x-ray inspections of the lead did not find any anomalies.